Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false pause episodes due to loss of contact. It was also reported that the patient experienced pain when the icm would "flip" in their chest. The icm was re-positioned by the physician. No further patient complications have been reported as a result of this event.